Manufacturer narrative:
Continuation of concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain, failed back surgery syndrome, and spinal pain indications. It was reported that there were high impedances on contacts 7, 4, 2, and 6. Rep reprogrammed and began using contacts 0,1 which seem to be within range. Issue is unresolved at this time. No symptoms were reported. Additional information was received from the rep reporting that for now the programming seems to be sufficient. Additional information was received from the patient and the rep. It was reported that pt is 'losing contacts', meaning they are having impedance issues which seem to have some relation to the pt's position. The impedances have 'never been red but some are yellow. Pt was in the car at some point in the past and felt some tingling in her feet that was extreme and realized the seatbelt was on ins--the pt then puther hand on her device and it 'ramped up' (physically touching the unit ramped stim up). The caller brought the pt on the phone and the pt noted that she is feeling a sensation in her toes up to her ankle when charging the ins while the ins is off (tss did not confirm if still happens when charging and ins is on). Two months ago and nothing specifically prompted it to her knowledge but there is some degree of speculation between rep and pt that the issues noted impedances may have some thing to do with it. Tss advised that impedance issue likely is not related but difficult to say especially considering pt is having sensation in toes while charging. Tss advised talking with doc, attempting to turn charging speed/warmth down on her handset. This has happened the last three times she has charged.

Event description:
Additional information was received from the rep on may 31st. They changed charging speeds and reprogrammed the patient using different contacts however it is unknown if the issue is resolved.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6)2011 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep stated that the ins and lead were explanted today as pt will be having a fusion surgery and the original reason for the scs system is no longer the pt's primary concern. However, pt requested system be returned for analysis due to sensation occurring during recharging since this continued after it was originally reported. Rep has ins and lead in their possession to return.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6)2011. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID# 97715 serial#(B)(6), was returned for analysis. The implantable neurostimulator (ins) passed functional testing and no significant anomalies were found. Product ID 39565-65 serial# (B)(6), was returned for analysis. Analysis identified that conductors #2, #5 and #7 were broken in the body of the lead within 10 cm of the connector area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.